Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient underwent surgical intervention wherein the leads were explanted and replaced, restoring therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 1627487-2020-00987. It was reported that the patient's stimulation was decreasing by itself. Troubleshooting confirmed the system was autoreducing. Follow up identified that one of the leads disconnected causing high impedances on a lead. Surgical intervention may be pending for this issue.